Event description:
It was reported that this right ventricular lead exhibited loss of capture and low within range pacing impedance measurements. Further evaluation and reprograming of the device were discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received confirming that reprograming of the device was performed.

Event description:
It was reported that this right ventricular lead exhibited loss of capture and low within range pacing impedance measurements. Further evaluation and reprograming of the device were discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received confirming that reprograming of the device was performed. Additional information was received indicates that the rv lead showed intermittent noise likely caused by myopotentials with variable amplitudes. Although impedance is stable, the pacing pattern of this patient suggested pauses greater than 2 seconds due to oversensing. It was recommended to evaluate the noise in clinic and adjust sensitivity; if unresolved, lead replacement may be needed.

Event description:
It was reported that this right ventricular lead exhibited loss of capture and low within range pacing impedance measurements. Further evaluation and reprograming of the device were discussed. This lead remains in service. No further adverse patient effects were reported.